Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a symptomatic patient presented in the emergency room with a device that was post sensed t wave oversensing on the ventricular channel. The patient consequently received inappropriate high voltage therapy. It was observed that the patient had a history of post sensed t wave oversensing. Programming changes were recommended. The device remains implanted.